Event description:
Reported that a memory lens implanted in the eye of a pt in 1998 has since opacified. A vitrectomy & retinal detachment repair has been performed, however, no date provided. The report also stated "other" ocular pre-existing history, but handwriting is illegible. Visual acuity stated as fair & not stable. No plans to explant, however the report states that explant may have to be done in future. Request has been made to obtain more info, however no further info is available at this time.